Manufacturer narrative:
The subject product was returned for evaluation and visually inspected. The outer carton has a indent/creasing as found during review. Received inside of the outer carton was an opened product applicator kit blister tray with all of the contents missing and the chemistry kit blister tray. No damage was noted to the chemistry kit blister tray. The tyvek lid had been peeled open on the chemistry kit. The albumin glass cartridge was broken and the peg glass cartridge remained intact. The peg glass cartridge was found injected with water, indicating this sample was handled in preparation for use. As reported, the broken cartridge was noted prior to injecting with sterile water. The product outer carton was damaged but when this damage occurred cannot be determined. At this time, we are unable to reach a definitive conclusion as to how and when the vial became damaged. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The IFU for the progel product prescribes the proper instructions and precautions for this device to inspect for damage to the product and to prevent damage to the product during use. This file represents the second progel device used. Two additional MDR's are being submitted to represent the additional progel devices used. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
As reported by the user facility: it was reported that in preparation for a case, three progel cartons were opened for use and all three albumin glass cartridges were found broken in the chemistry kits. A fourth unit was used in the case with no issues reported. It was reported that there was no damage noted to the outer cartons. The progel kits had been placed in the refrigerator for storage and at that time there was no damage identified. The refrigerator is well above freezing and the product was not frozen while in inventory.